Manufacturer narrative:
The pump was not returned for evaluation. Log file analysis revealed that the pump's power consumption was within the normal operating range for the past 14 days until (B)(6) 2018. No alarms have been logged within the analyzed period until (B)(6) 2018. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with symptoms of hematuria. The patient was admitted to the hospital where lab confirmed a slightly elevated lactate dehydrogenase (ldh) and suspected hemolysis. The site further reported suspicion of pump thrombosis. The pump is still in use. No further patient complications have been reported as a result of this event.